Manufacturer narrative:
A definitive cause of the event cannot be determined. Events of this type are typically due to material fatigue related to force applied to the device over time and/or by atypical force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening.

Event description:
Contact reported that during final tightening, the tip of the screwdriver sheared off and remains inside the head of the implant. The surgeon was able to fully seat the rod without impacting the case or pt. Since an unintended portion of the instrument remains in pt, a medwatch report is being submitted.